Manufacturer narrative:
During a stent assisted coil embolization of an anterior communicating artery aneurysm when the physician was advancing a vrd (enc452812/10212475) in an unspecified prowler select plus (catalog and lot unknown), he experienced severe resistance about 10cm from the proximal end of the microcatheter. Therefore both the vrd and the prowler select plus were safely removed as a unit from the patient. The procedure was continued using new product of the same size (enc452812, lot unknown) which could pass through the same prowler select plus microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The unruptured saccular aneurysm neck was 5.0mm, and the neck to sac ratio was 5.0mm:10.0mm. There was no calcification with moderate tortuosity. No information regarding the vessel size diameter, the medical history, mrs, act, inr, pt, ptt, antiplatelet therapy and the devices utilized during the procedure. The occlusion rate after the procedure is also unknown. During the procedure, jailed technique was utilized. The first enterprise was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The device is unavailable for evaluation. No additional information is available and procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10212475. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the device for analysis no conclusion can be made regarding the difficulty encountered during attempted insertion of the enterprise vrd through the microcatheter. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: prowler select plus (catalog and lot unknown); new stent (enc452812, lot unknown).

Event description:
During the procedure, when the physician was advancing a vrd (enc452812/10212475) in an unspecified prowler select plus (catalog and lot unknown), he experienced severe resistance about 10cm from the proximal end of the microcatheter. Therefore both the vrd and the prowler select plus were safely removed as a unit from the patient. The procedure was continued using new product of the same size (enc452812, lot unknown) which could pass through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The unruptured saccular aneurysm neck was 5.0mm, and the neck to sac ratio was 5.0mm:10.0mm. No information regarding the vessel size diameter, the medical history, mrs, act, inr, pt, ptt, antiplatelet therapy and the devices utilized during the procedure. The occlusion rate after the procedure also unknown. During the procedure, jailed technique was utilized. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available. The procedure was coil embolisation assisted with the vrd for anterior communicating artery aneurysm that was not calcified and moderately tortuous.